Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump case. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1712kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1712kl was requested and customer returned the device.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thus software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable=[12]) (filenumber=[522] linenumber=[341]) critical handling alarms confirmed in the detail trace files and long trace files on 03/06/2025 at 02:03:35.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, damage display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, label damage(faded/stained/peeling), and cracked belt clip rails. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed in the detail trace files due to suspecting hw error problem with 12 arm watchdog failure. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads was noted. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.